Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:clip broke and as a result, the pump fell, pulling the infusion set from the customer's body. The customer's blood glucose level was 250 mg/dl. The customer delivered a corrective bolus.